Event description:
Boston scientific received information that one day post this implant procedure, the right ventricular (rv) lead pacing impedance and threshold measurements increased. A lead micro-dislodgement was confirmed so it was repositioned and all measurements were back to normal. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.